Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room and then hospitalized due to high blood glucose on (B)(6) 2020 with unknown blood glucose. Other reason of hospitalization were diabetic ketoacidosis, acute hyperthyroid, essential hypertension and acute kidney injury. Customer stated that he was throwing up blood until he went to the hospital. Customer reported that auto mode feature was not active at time of high blood glucose event. Customer reported that they did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.